Event description:
It was reported the external pulse generator (epg) failed to pace when the patient was moved. After that, the epg was used continuously, with normal operation. It was further reported by the physician that an issue with the position of the pacing lead was suspected. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis could not confirm the reported event. No anomalies were found.